Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft was dented. A tack was visible in the shaft. Functionally, the handle was able to be actuated. The remaining twelve tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral laparoscopic inguinal hernia repair procedure, the 1st device got bent when the doctor inserted through trocar and placed in position to use tacker, wherein when he squeezed the trigger and nothing happened and he then pulled it out and saw that it was bent. Another device was then used and it got bent too, before even using. In order to resolve issue, a third one was used and doctor was very careful to not put any pressure on device so it would not bend. Patient outcome is unknown.